Manufacturer narrative:
Livanova (B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer requested that the s3 central display module be replaced. A livanova field service representative was dispatched to the facility to replace the s3 central display module. All the settings were programmed to match the settings of the s3 console and subsequent testing found no issues. The unit was returned to service and no further issues have been reported. The facility biomedical department elected to keep the replaced device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the hospital kept the s3 central display module and no other parts were available for further investigation, a root cause could not be determined and no corrective actions were identified. Livanova (B)(4) will continue to monitor for trends related to this type of issue. Customer kept device.

Event description:
Livanova (B)(4) received a report that a false pressure alarm was displayed on the s3 console which stopped a pump that it was not set to control during a procedure. The perfusionist checked the pressure settings and observed multiple strange symbols on s3 central display module screen. The pressure transducer, pressure display module and central display module were switched out to continue the procedure. There was no report of patient injury.